Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant procedure. Following right atrial and right ventricular lead positioning, the patient developed pulseless electrical activity and cardiopulmonary arrest. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.